Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. Inspection found the digital pcba and on/off power buttons to be inoperative. This device was returned to stryker to be scrapped and replaced to resolve the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't power on. As a result, defibrillation therapy may be delayed or unavailable, if needed.